Event description:
This supplemental report is being filed to provide additional information that the patient had another inappropriate shock due to oversensing via a change in the intrinsic morphology. The doctor has prescribed beta blockers to get the heart rate down and suppressing the morphology changes. The device rate-limit was reprogrammed. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to t-wave oversensing. The impedance for the shock was 124 ohms, which is high but within normal limits. Technical services reviewed the electrograms and discussed the patient may have a rate-dependent bundle branch block. Technical services recommended some testing options. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing. The impedance for the shock was 124 ohms, which is high but within normal limits. Technical services reviewed the electrograms and discussed the patient may have a rate-dependent bundle branch block. Technical services recommended some testing options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had another inappropriate shock due to oversensing via a change in the intrinsic morphology. Technical services recommended some programming options. There were no additional adverse patient effects. The system remains implanted. This supplemental report is being filed to provide additional information that the patient had another inappropriate shock due to oversensing via a change in the intrinsic morphology. The doctor has prescribed beta blockers to get the heart rate down and suppressing the morphology changes. The device rate-limit was reprogrammed. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to t-wave oversensing. The impedance for the shock was 124 ohms, which is high but within normal limits. Technical services reviewed the electrograms and discussed the patient may have a rate-dependent bundle branch block. Technical services recommended some testing options. There were no additional adverse patient effects. The system remains implanted.